Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two occipital leads with the same lot number (off-label use). It was reported the physician repositioned the left occipital lead on (B)(6) 2013 due to erosion at the tip or end of the lead. The physician pulled the lead back, the wound was irrigated, and the lead was repositioned away from the erosion site.